Event description:
An eye care provider reported that a keratoconus patient experienced uveitis, left eye, associated with wear of night and day contact lenses with "piggyback" west of an unspecified brand of hard contact lens and use of optifree lens care solution. Lenses worn on daily wear basis. Moderate pair noted. Event resolved after treatment with steroids. Pre-event acuity 20/20, after 20/20-25. No further info has been provided.

Manufacturer narrative:
The report was reviewed by the ciba vision medical monitor with the following conclusion: "this case is considered as iritis." As there was no product returned or lot number provided, no detailed investigation can be performed.